Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts for additional information were sent to the customer; however, no additional information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1, "introduction," lists infection and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a major infection on (B)(6) 2025. The infection site was reported to be in the mediastinum, and it was noted the patient had a positive blood culture, as well as an infection at the site of a left pleural hematoma. The infection was bacterial in nature. Medical and surgical intervention was performed. It was noted that the cause of the infection was the patient's condition, and the infection was clearly device related as the infection was due to ventricular assist device implantation.